Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6)2023 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 20-sep-2025, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver dilaudid (hydromorphone) 10mg/ml at 3.899mg/24 hours and bupivacaine 7mg/ml. It was reported that the patient had not received effective pain relief in her cervical spine area for her neck pain from the pain pump. A dye study was planned. A dye study was attempted on (B)(6) 2025. The catheter was unable to be aspirated, so no dye was injected. Per the doctor, the patient would likely need a catheter revision, as he suspected that the catheter may have migrated, but he could not confirm the location of the catheter on (B)(6) 2025. The patient would be referred back to the implanting physician for possible consideration for a catheter revision. It was indicated that surgical intervention was planned but was not yet scheduled. There were no falls or trauma reported. At the time of this report, the issue was not resolved.